Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 512 mg/dl when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with constant error alarm after battery change due to faulty capacitor on the motherboard. Unable to perform functional test including displacement, prime, basic occlusion, occlusion, and no delivery test or verify for time clock anomaly due to error alarm.